Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during the procedure, the lead was damaged after removing a stuck guidewire. A new lead was used. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. The reported field event of lead damage from removing a stuck stylet was confirmed in the laboratory. Visual examination revealed that the cause of the damage was due to procedural damage and the bunching of the stripped stylet ptfe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.